Event description:
(B)(6) reports customer experienced an un-commanded movement. Procedure being preformed. There was no report of patient injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.